Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d147 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot d147 for the reported complaint issue shows no trends. Trends were reviewed for complaint category tubing leak, and no trend was detected for this category. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. This case is reportable as a MDR due to the reportable malfunction, tubing leak. Since the tubing leak is associated with the kit, only one MDR will be filed for this case. Investigation complete. (B)(4).

Event description:
Customer reported that there is a leak of the tubing at the return pump. No alarm was posted. Whole blood processed (wbp) 216 ml. Procedure was aborted and blood was not returned to the patient. Patient was reported in stable conditions.